Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that false atrial fibrillation was stored and misaligned markers were noted. The device was back to normal after it was interrogated. No adverse patient effects were reported. This device remains implanted.